Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified, during the manufacturing process, which could be related to the reported event. In addition, the device history record (DHR) review confirmed, the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached, without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. Manufacturer product investigation is pending at the time of this clinical investigation. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Dialysis is a life-sustaining treatment for patient¿s in renal failure. Patients with end stage renal disease (esrd) have mortality rates much higher than the general population. Additionally, it was reported by the patient¿s pd nurse that the patient has a long-standing history of non-compliance and did not have any dialysis from (B)(6) 2020 while out of the country (which is a significant risk factor for death). Based on the available information, the exact cause of the patient¿s death cannot be determined. The esrd death form is not available. However, the patient¿s non-compliance with pd treatment is likely associated with the patient¿s death.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy had expired on (B)(6) 2020. The cause of death was reportedly unknown. However, there were no recorded direct allegations that the death was related to a fresenius device/ product malfunction or product issues. In additional follow-up, the reporting pd nurse stated the patient died while connected to the cycler. Per the pd nurse, prior to death the patient was out of the country (from (B)(6) 2020). It was stated the patient admitted they did not perform their pd treatments while away. The pd nurse indicated the patient has a long-standing history of non-compliance. The cause of death is not firmly established (cause unknown), according to the pd nurse. The end stage renal dialysis (esrd) death form is not available. However, the pd nurse stated the cycler is not suspected in anyway to have caused the patient¿s death. While no pd treatment sheets are available, the nurse reported there were no cycler issues or any issues with any fresenius products in relation to the event. Per the nurse, the patient¿s non-compliance with pd treatment (no dialysis) from (B)(6) 2020 (or more) is suspected to be an associated factor in the patient¿s death. No other details surrounding the patient¿s death are available.